Event description:
It was reported via repair work order that the side rail would not stay in the raised position due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.